Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle missing occurred.the sensor was inserted into the chest, on (B)(6) 2024. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.